Event description:
Patient admitted on (B)(6) 2017 due to elevated ldh of 1061 with suspicion for a pump thrombus. Heparin gtt initiated upon admission. Ramp echo performed on (B)(6) 2017 which showed an appropriate decompression of the lv with an increase in pump speed. A right heart catheterization was performed on (B)(6) 2017 which yielded the following results: pa 26/6, ra 4, pwp 6, thermodilution ci 1.76 and fick ci 2.22. Ldh was followed daily, (B)(4) on heparin. Due to the concern for a sub-occlusive thrombus in the pump the patient was taken to the operating room for a pump exchange on (B)(6) 2017. The surgeon was unable to visualize a thrombus, the pump was sent to abbott for evaluation. Surgery went well. The patient is currently recovering on our telemetry unit.